Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The following was reported by the physician in relation to the issue identified during the implant attempt: "after implanting isoline lead when we wanted to check the parameters of lead, we noticed there was disconnection between distal and proximal of lead and we had to change that with another one."